Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The e-100 was analyzed and found to have a failure. This unit was installed onto the test system and failed testing. The bipolar led was flashing yellow and could not cut or seal. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the e-100 generator was flashing yellow, and it would not recognize the vessel sealer extend (vse) instrument. The customer power cycled the e-100 generator and changed out the vse instrument with no success. The customer used the erbe generator to continue with the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse could not replicate the reported issue; however, fse replaced the e-100 as a precaution. The system was tested and verified as ready for use. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.